Event description:
It was reported that stent damage occurred. The 90% stenosed, 14-16mm in length target lesion was located in the severely tortuous and mild to moderately calcified, 3.75-4.00mm in diameter left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment, but was unable to cross the lesion. When the device was removed, the stent strut was found lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. A stent strut from the mid-section of the stent was lifted from its crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The overall stent length was also measured using calipers and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break in strain relief 23mm proximal to distal end of the strain relief, with the manifold hub not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 14-16mm in length target lesion was located in the severely tortuous and mild to moderately calcified, 3.75-4.00mm in diameter left anterior descending artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment, but was unable to cross the lesion. When the device was removed, the stent strut was found lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.